Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen3082 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the end of the guidewire appeared to be frayed. New guidewire was opened and PICC line inserted with no further issues.